Manufacturer narrative:
A motor error alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump passed the displacement test. There was no "no reservoir" or "low reservoir" alarm anomaly. The low reservoir alarm functioned properly. The drive support was inspected and no anomaly was found. The insulin pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a motor error alarm during a bolus. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.